Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). 8015 sn: (B)(4) customer stated that the 8015 will not connect to the asm. He wanted to know what could be the fix. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to replace his sio board. The customer said ok I will try this and if I need more help I will call back. I said ok and the call was ended. Ref:_00d30y0yr._5000l1tkezv:ref